Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) grade 3 with an enlarged atrium. One mitraclip was successfully implanted. While preparing the second clip, a clot was noticed on the tip of the guide. The patients activated clotting time (act) at that time was 236s. The steerable guide catheter (sgc) was aspirated but the clot remained. The physician decided to remove the sgc from the patient. A new sgc was used to successfully implant the second clip. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.